Manufacturer narrative:
(B)(4).

Event description:
A hemodialysis facility reported that a blood leak alarm sounded after treatment was initiated. No visible blood but tested positive on blood leak strip. The ebl was 233cc's. System discarded, treatment resumed with new set-up. There is no report of pt ill effect. No sample is available for eval.